Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 16. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.